Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the patient was exercising at the time. Technical services (ts) discussed potential programming options. The physician plans to make programming changes. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.